Event description:
It was reported to boston scientific corporation that a gold probe was to be used for a procedure, performed on (B)(6) 2013. According to the complainant, after the gold probe was advanced through the scope and into the patient; the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was satisfactorily completed using another gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Functionally, the unit underwent isolation of electrodes test and load test and found the device to meet specifications. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was to be used for a procedure, performed on (B)(6) 2013. According to the complainant, after the gold probe was advanced through the scope and into the patient; the device failed to conduct electrical current. The device was withdrawn from the patient, and then the procedure was satisfactorily completed using another gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.